Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6)2018. In a device manufacturer's report received by the medical records on 05/02/2018 it was noted that this lead failed to capture. The physician was dr. (B)(6)at (B)(6)hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).